Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of the actual device used in this incident, it was determined that the interface messages were stuck and not draining in the server. The technical support specialist (tss) ran site down query and identified that the care fusion coordination engine had pending messages. Tss restarted the internet information services, net port sharing and external messaging, but the issue remained unresolved. Tss applied the knowledge article "inbound messages stuck on availableforprocessing=1" as an error was identified in inbound logs and confirmed all messages were draining faster. Tss then restarted the services, customer resend the messages from the timestamp and requested the product support engineer for assistance as there was no permanent fix for version 1.73. The pse suggested reviewing the database performance knowledge article es database server performance troubleshooting for potential gains. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, interface messages were stuck and not draining from the server. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ es server, interface messages were stuck and not draining from the server. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.